Event description:
It was reported that a one second pause in pacing was observed through the pulse generator in late (B)(4) 2014. A holter monitor was issued. Upon review of the data gathered by the holter monitor, intermittent losses of capture were observed on the right ventricular channel. Device reprogramming was performed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.